Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: device patch with lot number 1670357, red particle material on the shell, deformation, red tissue. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown), discomfort and pain the breast, change in shape.

Event description:
Physician reported capsular contracture (baker grade unknown), discomfort and pain the breast, change in shape. Left side. Device explanted.